Manufacturer narrative:
Pump received with blank display due to battery tube was corroded. Unable to perform all functional testing including the displacement,operating currents and verify battery out limit alarm, restart error, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery tests due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change and a battery out limit alarm. Customer's blood glucose was 116mg/dl at the time of incident. The customer indicated that the battery compartment is corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.